Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that two of the last batch of infusion sets when in sideways instead of straight. The incident occurred on (B)(6) 2016 and the customer's blood glucose was most likely in the 400's mg/dl. Customer treated with a manual injection and changed out the infusion set. Customer did a second injection and after that, they administered insulin through the pump. Customer's blood glucose was back in the 100's mg/dl by morning. The infusion set went in and was bent sideways but there was no hospitalization or medical attention required. The second incident was on (B)(6) 2016 and the customer's blood glucose was above 600 mg/dl. Customer declined troubleshooting the pump since they were on vacation and believe it was a combination of things. Customer was advised to change the infusion set.